Event description:
It was reported that the patient had coronary artery bypass graft surgery on (B)(6) 2014 and the sternum was closed using a titanium sternal locking double t-plate. The patient complained that the device could be felt and requested that the implant be removed. The implant was removed on (B)(6) 2015. The procedure was completed successfully with no reports of any surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was use for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of actual event (when patient "felt" device) is unknown. The product was removed on (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.